Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), the gore® excluder® conformable aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy including, but not limited to, proximal aortic neck angulation = 60°, and a minimum aortic neck length of 15mm. The safety and effectiveness of the gore® excluder® conformable aaa endoprosthesis have not been evaluated in patient populations including, but not limited to, patients with less than 15mm in length or > 60° angulation of the proximal aortic neck. Potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak.

Event description:
On (B)(6) 2022 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. Reportedly, the patient had a short aortic neck, reported as less than 1cm, with an approximately 90 degree angle. It was noted that the physician was aware that the treatment was off-label due to the patient's anatomy, but the patient was reported to have no surgical options based on the physician's assessment. It was reported that the device was advanced and deployed with no reported issues, but the device was unable to seal proximally. It was noted that the physician was aware of this potential outcome and opted to reconstrain the device and pull it down into the aneurysm sac. A proximal type I endoleak was present at the close of the procedure. It was reported that the physician intends to perform a modified treatment at a later date. There were no further reported issues. The patient tolerated the procedure.